Event description:
The complainant had a compression plate implanted on his left tibia on 2/26/92 and it broke on 5/30/92. He contacted the MFR and was told that the device broke from fatigue and that they were not responsible when this happens. The complainant stated that he knows of others who have had the same problem and that he will ask them to call the FDA and make reports. Rptr contacted both the philadelphia and denver offices of FDA and neither had received any complaints or recall on the implant. The complainant stated that the implant broke in half on 5/30/92; another was implanted in 6/92 requiring the complainant to use crutches and then a brace until 11/16/92. In 1993, more problems developed. Pus was coming out of his leg and on 3/30/93, the plate was removed and it was discovered that two screws holding the plate had broken in half.